Manufacturer narrative:
Follow-up information received on 04-jan-2016: despite follow-up attempts, no response was given to date. Follow up information received on 15-jan-2016: legal claim was received and this case is considered legal case for now on. The plaintiff was (B)(6) at time of the events. She reported experienced heavy bleeding, chronic cramping and abdominal pain and 1 month after recovery severe cramping. On (B)(6) 2014, device was removed. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after having the procedure she presented irregular heavy bleeding. Then, seven months later, had a hysterectomy due to the device penetrating her left fallopian tube. This case is a potential legal. These events, seen as fallopian tube perforation and genital bleeding respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding may occur during essure use, causality with the device cannot be excluded. As fallopian tube perforation is a potential complication of essure use, causal relationship between this event and the suspect insert is assessed as related and since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056725) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014. After having the procedure done she experienced severe cramping and irregular bleeding. On (B)(6) 2014 she had a hysterectomy due to the device penetrating her left fallopian tube, the pain and recovery was a horrible experience. The product technical complaint investigation results which ptc number is (B)(4) was received on 16-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and after having the procedure she presented irregular bleeding. Then, seven months later, had a hysterectomy due to the device penetrating her left fallopian tube. These events, seen as fallopian tube perforation and genital bleeding respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that genital bleeding may occur during essure use, causality with the device cannot be excluded. As fallopian tube perforation is a potential complication of essure use, causal relationship between this event and the suspect insert is assessed as related and since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. Further information has been requested.